Event description:
It was reported in a service report that the head of the bed drifts down. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.